Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported a loss or change of therapy. It was stated that their bladder has been acting up and their therapy was not working as good as it should as of (B)(6) 2016. The patient had recently returned from a trip and noted they had gone through a whole body security scanner, possibly causing the issue. It was then indicated that they could not troubleshoot as the patient programmer (pp) would not power up/turn on. The batteries of the pp were replaced on date notified but it did not resolve the issue. The batteries were oriented correctly, springs were intact, and there was no corrosion present. Nor had the pp been dropped or gotten wet. Follow up information received from the patient on (B)(6) reported that the loss of therapeutic effect was resolved by replacing the machine. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.